Event description:
It was reported a triclip procedure was performed on (B)(6) 2025 to treat tricuspid regurgitation (tr). It was later found that the clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda). A second procedure was performed on (B)(6) 2025. A clip was advanced but during deployment the grippers would not come down. Troubleshooting was performed without success, so the clip was removed from the patient. A different clip was prepared and deployed reducing tr to moderate.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2025 to treat tricuspid regurgitation (tr). It was later found that the clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda). A second procedure was performed on (B)(6) 2025. A clip was advanced but during deployment the grippers would not come down. Troubleshooting was performed without success, so the clip was removed from the patient. A different clip was prepared and deployed reducing tr to moderate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.